Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, loss of transmission was noted. The wireless communication was found to be not working. The telemetry was switched from wireless to inductive. The patient was stable.